Event description:
It was reported that the customer had channel block error which was resolved by testing the unit. All the preventive maintenance tests came back clean. Need to replace the left iui connector because it had tape on it that which was unable to remove. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.